Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels and was not using the insulin pump at the moment. Customer stated that the display remains blank on the pump. Customer's health care provider tried to put in a new battery but the display was still blank. Customer already has a replacement pump. Customer was advised to use the battery cap from the new pump. Customer's health care provider will program the pump and did not have time to troubleshoot the issue.